Event description:
Medwatch report received indicates a patient experienced an intertrochanteric hip fracture in 2009 and was doing well until about 6 weeks prior to surgery on (B)(6) 2011. At that time she had an abrupt onset of right hip and leg pain. Patient had a failed right hip tfn that protruded through into the pelvis. Patient was revised to a total hip. Additional information has been requested.

Manufacturer narrative:
(B)(4): investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.